Event description:
It was reported to medtronic neurosurgery that the valve was blocked and drainage became insufficient. According to the report, the device was explanted. The report stated that the patient was doing well.

Manufacturer narrative:
The valve was patent. It did not meet the requirements for leak testing due to a tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The device met all requirements for pressure-flow and preimplantation testing with the exception of the -50 cm hp parameter. The valve did not meet the requirements siphon or reflux testing. There was proteinaceous debris observed in the interior and exterior of the device. Debris within the valve may interfere with the anti-siphon device, which may result in siphoning and/or reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The instructions for use also caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).